Manufacturer narrative:
Select patient information cannot be included in regulatory report due to regional privacy regulations. Continuation of d10: product ID d-evolutfx-2329 (lot: unknown); product type: 0195-heart valves; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the attempted implant of a 26 millimeter (mm) transcatheter valve in a patient with an annular perimeter of 70-72 millimeters (mm) and sinus of valsalva (sov) of 27 mm, a pre-implant balloon aortic valvuloplasty (bav) was performed using a 22 mm non-medtronic balloon. Upon deployment to the point of no recapture (ponr), paravalvular leak (pvl) of unspecified severity was observed in both systole and diastole. Subsequently, the valve was recaptured and deployed again; however, the pvl remained the same. Therefore, the valve was recaptured and withdrawn from the patient, and a 29 mm transcatheter valve was used. Upon the first deployment of the 29 mm valve, pvl of unspecified severity was observed again. Subsequently, the valve was recaptured and repositioned to reduce the systole pvl. Upon the second deployment attempt, left coronary artery (lca) protection was performed and the valve was fully deployed. Following the implant of the 29 mm valve, mild pvl was noted. No patient complications were reported as a result of this event.

Event description:
It was reported that prior to the attempted implant of a 26 millimeter (mm) transcatheter valve in a patient with an annular perimeter of 70-72 millimeters (mm) and sinus of valsalva (sov) of 27 mm, a pre-implant balloon aortic valvuloplasty (bav) was performed using a 22 mm non-medtronic (inoue) balloon. Upon deployment to the point of no recapture (ponr), paravalvular leak (pvl) of unspecified severity was observed in both systole and diastole. Subsequently, the valve was recaptured and deployed again; however, the pvl remained the same. Therefore, the valve was recaptured and withdrawn from the patient, and a 29 mm transcatheter valve was used. Upon the first deployment of the 29 mm valve, pvl of unspecified severity was observed again. Subsequently, the valve was recaptured and repositioned to reduce the systole pvl. Upon the second deployment attempt, left coronary artery (lca) protection was performed and the valve was fully deployed. Following the implant of the 29 mm valve, mild pvl was noted. No patient complications were reported as a result of this event. Additional information was received that the pvl during the attempted implant of the first valve was severe and during the implant of the second valve the pvl was moderate.

Manufacturer narrative:
Updated: b5, d4, h4, h8. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.